Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-1200n series operation manual chapter 3 preparation and inspection. Gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. - was there a delay in the start of pre-cleaning: no. - were there abnormalities in the accessories used for reprocessing: no. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution? Yes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was unable to remove fogging. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a scratch on the objective lens, the image had a partially dark area. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: the suction cylinder was shaved, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a chip, paly of the up/ down knob was out of the standard value due to wear of the angle wire, and the bending angle in up direction did not meet the standard value due to wear of the angle wire. The following parts had a scratch: forceps elevator lever, forceps elevator knob, up/ down knob, right/ left knob, switch 1, switch box, scope connector cover, scope cover, universal cord, grip, control unit, bending section cover, and suction connector. A foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The product was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there was no delay in the start of precleaning, the air/ water nozzle was flushed with water and air, there were no abnormalities in the accessories for reprocessing, and the air/ water nozzle was wiped/ brushed with clean lint-free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.